Event description:
It was reported that the patient presented patient presented in clinic for follow up. The pacemaker was in back up mode due to a firmware update. The pacemaker was restored successfully. The patient was stable.